Event description:
It was reported that, "the arthroplasty was revised due to osteoarthritis. The tibial and femoral components were revised. The components were implanted in situ for 2.2y. The patient presented a score of 2, three months prior to revision surgery, and a maximum score of 4 since implantation."

Manufacturer narrative:
No other specific information is available from the research center.